Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6) confirmed the presence of pump thrombosis. (B)(6) was returned assembled with the dl cut approximately 9.5¿ from the pump housing and the distal portion of the driveline was returned 28" in length. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, outflow graft bend relief collar, and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. Upon disassembly of (B)(6), examination of the proximal-side of the outlet stator revealed small, red, non-laminated depositions situated adjacent to the outlet bearing ball and stator blades. The lack of laminated layering indicates that the depositions did not initially form in this location; however, contact marks at the distal end of the rotor suggest that they were present during support for an unknown period of time. The specific origin of this thrombus could not be conclusively determined the evaluation could not determine a specific cause for the development of the observed thrombus formations in the outlet stator; however, they could have contributed to the reported elevated ldh level. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. In heartmate ii lvas IFU, device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2019 for concerns of pump thrombus due to elevated lactate dehydrogenase (ldh). CT scan taken on (B)(6) 2019 which confirmed pump thrombus. Pump was exchanged on (B)(6) 2019. Pump was returned. No further information was provided.